Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation on the same day, (patient gender, age and weight unknown). According to the complainant, after performing the procedure the physician had difficulty deflating and removing the cre balloon from the scope. The event occurred while the scope was inside of the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.